Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed. Additionally, the device evaluation found corrosion inside the scope socket tubing, a dent on the front panel, and the lamp output was out of range. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii xenon light source was producing a b30 error, indicating a problem with the device communication, during preparation for use in an unidentified procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.